Event description:
Multiple clips fell out of clip applier. Clips were retrieved. Surgeon than tried to clip again and clip fell off of duct. A new clip applier was opened and no other issues occurred.